Event description:
Additional information received reported that patient was reprogramed to improved therapy, but it was not satisfactory and parameters were reprogrammed back to old settings. Patient was worse than before surgery experiencing difficulty walking, freezing, balance and decrease mental.

Event description:
It was reported the patient had a loss of effect; the patient was confused and had tremors. The patient's physician switched the patient back to their "old settings" and the patient was still experiencing the same symptoms. It was reported the patient "fell all the time and had about 10 falls yesterday." It was also noted after the second device was implanted "things were instantly worse." It was reported the patient still shook "horribly" and was on more medications. It was also reported one of the patient's leads was not working. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3004209178-2012-07225.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37601, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 3387-40, lot# j0421698v, implanted: (B)(6) 2005. Product type: lead: product ID 3387-40, lot# j0421511v, implanted: (B)(6) 2005. Product type: lead. (B)(4).